Manufacturer narrative:
H10: additional narratives. Updated a1, a2, b5, and e1 per new information received.

Event description:
Edwards received notification that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an approximate implant duration of 6 years and 1 month due to degeneration leading to mixed severe stenosis and severe regurgitation. A 23mm transcatheter valve was successfully implanted. Patient outcome was noted as discharged home.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that a patient with a 27mm mitral valve underwent a valve-in-valve procedure after an approximate implant duration of 6 years and 1 month due to degeneration leading to mixed severe stenosis and severe regurgitation. A 23mm transcatheter valve was successfully implanted.